Event description:
This is 2 of 2 reports linked to mfg report number 3004608878-2021-00672: a facility reported that the transition on the mayfield ultra base unit (a2101) would not fit. It is unknown if there was patient involvement; however, no patient injury or surgical delay has been reported.

Manufacturer narrative:
Mayfield ultra base unit (a2101) was returned for evaluation: failure analysis - unit received with the base handle having been closed without the 6-inch transitional installed, deforming the hole. The handle was resized due to this damage. Unit received without the 6-inch transitional member. The 6-inch transitional member was replaced as part of preventive maintenance. The shock cushion, ¼ inch pin, and adjustment wrench were replaced from being worn. Root cause - complaint confirmed via inspection of the unit. Received unit had been damaged due to misuse as the base handle was closed without having the 6-inch transitional installed, deforming the handle opening. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.